Event description:
It was reported that the device keeps failing volume tests. Per reporter, the device was tested multiple times and is a brand-new device. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. The event history log was reviewed but no applicable evidence was found. During the functional testing, the customer reported complaint was able to be confirmed as the unit had a low alert volume relative to other pumps. The front piezo had low volume. The front piezo was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.